Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology blood leaked. There was no report of patient impact. The following information was provided by the initial reporter: after placing IV, blood control valve leaked and did not stop bleeding until extension set was connected.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology blood leaked. There was no report of patient impact. The following information was provided by the initial reporter: after placing IV, blood control valve leaked and did not stop bleeding until extension set was connected.